Event description:
End user alleges while crossing the roadway in the motorized wheelchair in a crosswalk, she stopped in the median and was stuck by a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported being struck by a motor vehicle while occupying the motorized wheelchair in the median of the roadway. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules." "Cross roads at locations where you are most viable to motor traffic, if possible ata light-controlled pedestrian crossing with handicapped cutouts." Cross the road by the most direct route."